Manufacturer narrative:
(B)(4). Date of initial report : 11/16/2015. The unit was returned and the investigation confirmed the error code in memory only. The investigation could not determine the root cause of the error code or the bipolar rf auto mode failing to disconnect. The control board, all four scanners and the rf board were replaced. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured.

Event description:
The customer reported error code 300. (B)(6) 2015 during the service evaluation the bipolar rf generation in automatic mode failed to stop when the load was disconnected.